Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited decrease in r wave amplitude and noise episodes from atrial channel. No intervention was performed. There were no patient consequences, and the patient will continue to be monitored.